Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text: see h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9260289 and unknown the hematology department has noticed that they have been receiving overfilled tubes. It was presumed that nursing staff were possibly using syringes to fill tubes and inadvertently overfilling them, so I sent an email out the nursing education trying to get ahead of a big issue. I have since heard back from a few nurse managers stating that the tubes are overfilling on their own and they are not able to pull the tube before it overfills. It seems to be a vacuum issue as none of are using syringes when filling these tubes. I did get a lot number from ER of 9260289, but I can¿t say for certain whether that is the lot number involved in all of the overfilled instances.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter occupation: specimen acquisition and distribution supervisor. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260289. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material#: 363083, batch#: 9260289, and unknown. The hematology department has noticed that they have been receiving overfilled tubes. It was presumed that nursing staff were possibly using syringes to fill tubes and inadvertently overfilling them, so I sent an email out the nursing education trying to get ahead of a big issue. I have since heard back from a few nurse managers stating that the tubes are overfilling on their own and they are not able to pull the tube before it overfills. It seems to be a vacuum issue as none of are using syringes when filling these tubes. I did get a lot number from ER of 9260289, but I can¿t say for certain whether that is the lot number involved in all of the overfilled instances.